Event description:
The customer's mother reported via phone call that the customer's insulin pump had been alarming no delivery. The customer had subsequently reverted to manual injections. The customer's blood glucose was 454 mg/dl. While troubleshooting for the no delivery alarm, the customer confirmed that insulin exited with a manual prime. The customer was advised that the insulin pump was working as designed. The customer was informed that the alarm was caused by an occlusion related to the infusion set or reservoir. The customer was advised that the infusion set would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.